Manufacturer narrative:
This is the same event as 3010536692-2016-00444 & 3010536692-2016-00445.

Event description:
Allegedly the patient was revised due to the following mom complications: pain-(left)